Event description:
It was reported that a tria ureteral stent was used during a stent replacement procedure, and, it was noticed that the stent was separated when it was pulled. The procedure was completed with another tria stent and there were no patient complications.

Manufacturer narrative:
. Device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was used during a stent replacement procedure, and, it was noticed that the stent was separated when it was pulled. The procedure was completed with another tria stent and there were no patient complications.

Manufacturer narrative:
Device code a0401 captures the reportable event of stent shaft break. Upon receipt at our quality assurance laboratory, a percuflex plus stent was sent for analysis instead of the tria stent that was expected. Visual analysis identified that the bladder coil was detached and the stent shaft was in good condition. Additionally, when the device was inspected under magnification, the suture hole was torn until the tip and was probably caused by the suture. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A product labeling review identified that the device was used in a manner inconsistent with the labelled indications. Based on the information available and analysis results, the reported allegation of stent shaft break could not be confirmed. The suture not returned indicates that it was removed. These failures could have been caused due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device, affecting the performance of the device. A conclusion code of failure to follow instructions was assigned to this investigation.